Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: (B)(4), side:r, primary asa: p2 - mild disease not incapacitating, unrevised component: partid: pha05508--lot: 59830349-- profemur® l hip stem size 4 ha coated--qty:1 (not captured).